Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed external noise on the right atrial (ra) and right ventricular (rv) channels. Also, a poor morphology was observed at the shock, rv and ra channels. The crt-d over-sensed the external noise which resulted in pacing inhibition. The patient experienced greater than two seconds of asystole. It was recommended to determine if the patient had a surgery at the time as the shock egm morphology showed evidence supporting that. The crtd remains implanted. No additional information was obtained from a field follow up request. No additional adverse patient effects were reported.